Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #:(B)(4) return date: 2018-05-25 device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. In addition, the controller had a double power disconnect alarm while two power sources were attached. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and batteries (B)(4) were returned for evaluation. Battery (B)(4) was not available for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted under (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to communication error involving batteries (B)(4) and power switching events due to momentary disconnections involving batteries (B)(4). Analysis of the event log files revealed a controller power up event on (B)(6) 2018. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 78% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 30% rsoc. The data point after the controller power up event revealed that the (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). Several momentary disconnections and communication errors were logged prior to the controller power up event. The controller was without power for 9 seconds. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and evaluate momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: the controller and batteries were returned for evaluation. Battery (bat582756) was not available for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving bat582672, bat582756, bat582666 and bat582642 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indic ative of communication errors. Analysis of the alarm log file revealed one critical battery alarm due to communication errors involving bat582672. Additionally, analysis of the data log files revealed several premature power-switching events that were due to commu nication error involving batteries bat582756, bat582666 and bat582642 and power switching events due to momentary disconnections involving batteries bat582756, bat582672, bat582666, bat582656, bat582642 and bat582603. No evidence of a power source lubrication proc edure performed on the power sources was found. Analysis of the event log files revealed a controller power up event on 17/may/2018 at 19:35:19. The data point prior to the loss of power revealed that bat582756 was connected to power port one with 78% relative state of charge (rsoc) and bat582603 was connected to power port two with 30% rsoc. The data point after the controller power up event revealed that the bat582756 was connected to power port one and bat582603 was connected to power port two. Several momentary disconnections and communication errors were logged prior to the controller power up event. The controller was without power for 9 seconds. As a result, the reported event was confirmed. The most likely root cause of the rsoc values between 101-201 can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was completed to investigate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited a critical battery alarm and three batteries exhibited communication errors.